Manufacturer narrative:
Gtin number for item: 8100, sn: (B)(4) is (B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 6 hour cisplatin dose infused more slowly than expected. The nurse planned to end the infusion but at the expected time discovered 170 ml remained in the bag. The rate was increased to a max rate of 160ml/hour, and completed at 2120 instead of 2005. The infusion was started on time and not paused, and the amounts previously cleared were as expected. No patient harm was reported to have occurred as a result of the event.

Manufacturer narrative:
The customer¿s report that a 6 hour cisplatin dose infused more slowly than expected was not confirmed. A log analysis could not be performed. The pcu and pump module event log entries for the reported incident date had been over written due to continued use, therefore drug ID and infusion programming parameters could not be determined. Visual inspection of the module showed no anomalies. Functional testing results showed the module was operating within specifications. The root cause of the reported event was not identified.